Manufacturer narrative:
Replaced bellow housing to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, test failed with high amount of gas leakage from the bellow housing. The mechanical ventilation was not available. There was no reported patient involvement.